Event description:
It was reported to g.e. That the lead sheild and arm assembly failed and fell on a hospital employee. Reportedly, the ceiling mount broke at the lead sheild pivot. Evidently, the falling assembly struck the employee in the forehead causing a laceration that required stiches. Apparently, the employee also had muscle spasms in the neck, however, x-rays of the head and spine did not reveal any fractures. Apparently, the shield had collided with the c-arm gantry previiiously, however, it is unknown if a collision had occurred during this event.